Event description:
The customer alleged that the unit was leaking a mixture of water and cidex opa on to the floor. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse replaced and tested a new manifold assembly. The fse ran empty cycle successfully. System meets manufacturer requirements. Results: manifold assembly.